Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump triggered a pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting but the insulin pump did not pass the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2018 pst ice batch user (batch_ice) (B)(6) complaint: (B)(4), complaint status: in process, mdt initial contact: (B)(6); inquired what led up to the complaint. Customer response: pump error 63 was alarmed on the pump. Troubleshooting was carried out, as the self test did not pass the pump will be replaced. Pump error 63 x2. Pump error alarms t/s per dop114-980. Pump error alarm that occurred: pump error 63. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: self test. Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is not a 670g with software version 3.18e or greater. Adv to review reminders menu and confirm if calibration reminder is on. Calibration reminder is set to off. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Error table does not indicate the pump should be replaced. Adv to perform a self test. Test did not pass. Explained pump will need to be replaced. Adv to revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Customer's outcome pertaining to the complaint: pump will be replaced. Ship: 1 pump / return: 1 pump country: (B)(6) input date: (B)(6) 2018; warranty start: 11/24/2016, warranty end: 11/23/2020, batch (B)(4). (B)(6) 2018. Pst (B)(6). Complaint: (B)(4), complaint status: in process mdt initial contact: (B)(6); (B)(6) inquired what led up to the complaint. Customer response: pump error 63 was alarmed on the pump. Troubleshooting was carried out, as the self test did not pass the pump will be replaced. Pump error 63 x2. Pump error alarms t/s per dop114-980. Pump error alarm that occurred: pump error 63. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: self test. Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is not a 670g with software version 3.18e or greater. Adv to review reminders menu and confirm if calibration reminder is on. Calibration reminder is set to off. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Error table does not indicate the pump should be replaced. Adv to perform a self test. Test did not pass. Explained pump will need to be replaced. Adv to revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Customer's outcome pertaining to the complaint: pump will be replaced. Ship: 1 pump / return: 1 pump country: (B)(6); input date: (B)(6) 2018; warranty start: 11/24/2016, warranty end: 11/23/2020; batch - (B)(4). On (B)(6) 2018 pst ice batch user (batch_ice) (B)(6) complaint: (B)(4), complaint status: in process mdt initial contact: (B)(6) inquired what led up to the complaint. Customer response: pump error 63 was alarmed on the pump. Troubleshooting was carried out, as the self test did not pass the pump will be replaced. Pump error 63 x2. Pump error alarms t/s per dop114-980. Pump error alarm that occurred: pump error 63. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: self test. Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is not a 670g with software version 3.18e or greater. Adv to review reminders menu and confirm if calibration reminder is on. Calibration reminder is set to off. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Error table does not indicate the pump should be replaced. Adv to perform a self test. Test did not pass. Explained pump will need to be replaced. Adv to revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Customer's outcome pertaining to the complaint: pump will be replaced. Ship: 1 pump / return: 1 pump replacement sn updated: (B)(4); on (B)(6) 2018 - (B)(6): country: (B)(6). Input date: on (B)(6) 2018 warranty start: 11/24/2016; warranty end: 11/23/2020; batch - (B)(4). On (B)(6) 2018 pst ice batch user (batch_ice) (B)(6) complaint: (B)(4), complaint status: in process mdt initial contact: (B)(6); on (B)(6) 2018 (B)(6): repl sn (B)(4) added inquired what led up to the complaint. Customer response: pump error 63 was alarmed on the pump. Troubleshooting was carried out, as the self test did not pass the pump will be replaced. Pump error 63 x2. Pump error alarms t/s per dop114-980. Pump error alarm that occurred: pump error 63. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: self test. Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is not a 670g with software version 3.18e or greater. Adv to review reminders menu and confirm if calibration reminder is on. Calibration reminder is set to off. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Error table does not indicate the pump should be replaced. Adv to perform a self test. Test did not pass. Explained pump will need to be replaced. Adv to revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Customer's outcome pertaining to the complaint: pump will be replaced. Ship: 1 pump / return: 1 pump replacement sn updated: (B)(4). On (B)(6) 2018 - (B)(6). Country: (B)(6) input date: (B)(6) 2018 warranty start: 11/24/2016, warranty end: 11/23/2020, batch - (B)(4).